Manufacturer narrative:
Analysis synthesis: analysis of the provided expertise files confirmed the reported behavior, as two crashes of the programmer software modules were observed on (B)(6) 2023. The observed issues most probably resulted from an incorrect management of the printing feature by the programmer module. It should be noted that normal functioning was restored at the next interrogation.

Event description:
Reportedly, during a follow-up interrogation, an error message appeared on the screen.

Event description:
Reportedly, during a follow-up interrogation, an error message appeared on the screen.